Event description:
Pt had insertion of #8 tracheolex tracheostomy tube. Surgeron locked tube into neck collar. Upon transfer from or to pt bed, trach tube advanced out of position from neck collar. Attempts to secure the airway and ventilate the pt became extremely difficult. Aggressive resuscitative efforts were employed however the airway could not be maintained and the pt expired.